Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were implanted the day prior to the report. They stated they felt like they had to urinate, but they could not. They said it was not coming out at once, just a little bit at a time. They were on 3 the day prior to the report and then the morning of the report they changed it to a 2 to see if that would help. It was reviewed that the patient needed to follow up with their healthcare provider (hcp) regarding adjustments to the therapy. Follow up, on (B)(6) 2016, from the hcp, stated that the implant was turned off for now and a catheter was inserted. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.